Event description:
The pt was experiencing increased pain and spasms. The hcp interrogated the pump, injected dye through the port and the catheter, and evaluated the pump rotor. The results of these tests were not reported. The pump was replaced after an implant. Duration of 48 months. The pt outcome was not reported.